Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, it was noted as damaged due to cracked retainer. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked case (battery tube), pillowing keypad overlay, peeling serial label, cracked retainer. Cosmetic damage was confirmed at the battery compartment medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a crack on the battery compartment. The customer reported no adverse event. The event involved in the product was mmt-1884. Troubleshooting was performed for cosmetic damage and found that retainer ring was not damaged. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.